Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced bleeding at the sensor insertion site. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated upon sensor insertion, there was bleeding around the sensor adhesive patch and was filling up the sensor pod. The patient stated they took the sensor off and after 10 minutes of applying pressure, the bleeding would not stop, and they tried to use a special band aide to help stop the bleeding and a powder called wound seal. He indicated that his parents came over with more band "aides" and after 2 hours he stated his blood sugar was 193 mg/dl, so he called the paramedics. When the paramedics arrived at about 9:50am, they applied gauze and pressure at the insertion site and transported the patient to the emergency room (ER). While in the ER, they checked the patient¿s blood pressure and applied more gauze and pressure at the insertion site. He stated the doctor could not figure out the issue and decided to give 2 stitches at the insertion site and sealed it with glue. The patient was discharged from the ER at 11:10pm. At the time of contact, the patient was healing. No additional patient or event information is available.